Event description:
It was reported that a device that worked fine for two weeks stopped displaying on the screen. The patient was given several instructions to restart the device, to plug it into a wall outlet, to hold and press power button as well as to press the select button, however after all of this attempts nothing was displayed on the screen. Further information is not available.

Manufacturer narrative:
The device used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. Review of complaint history found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause it is not possible to determine the exact cause of how the damage occurred. However, factors that are known to contribute to this type of issue include mishandling, drop damage the use of harsh abrasives and cleaning products. Details on the maintenance and the cleaning of the device is highlighted in the instructions for use. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.